Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, one half of the user interface was blurred. Customer's blood glucose (bg) was over 500 mg/dl; cause was unknown. Reportedly, customer delivered a bolus via the pump to address bg level. Customer reverted to manual injections for alternate insulin therapy.